Event description:
During an in-clinic follow-up, a rapid drop in estimated battery longevity was observed on the device. Abbott technical support was contacted and confirmed the drop in estimated longevity was due to a diagnostic anomaly. No premature battery depletion occurred, and the battery longevity estimate would normalize with time. No intervention was performed. The patient was in stable condition.